Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test or verify alarm in the alarm history screen due to motor error alarm. The insulin pump had small cracks on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 268 mg/dl at the time of incident. Customer does not recall any significant events leading to the error, except that the pump was exposed to an MRI machine. Troubleshooting found that the pump also alarmed motor position encoder. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.